Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through observation but could not reproduce the air-in-line alarms. Evaluation found low upstream readings caused be a failed upstream sensor. With low readings the pump is more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed air-in-line. There was no pt involvement.